Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? Response: no further information available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, anastomotic leakage the day after surgery. Patient was a relatively young female. The colon was mobilized easily and there was no sign of complications. The donuts after firing were complete and thick.